Manufacturer narrative:
The company rep examined the system and could not duplicate the reported event. The system was then tested and met all product specs. There are no samples returning for eval and no add'l info provided related to this event, therefore steps cannot be taken to replicate or confirm the reported event. The root cause is unk. (B)(4).

Event description:
A customer reported low vacuum during a cataract extraction procedure. Add'l info was received from the nurse who reported during the procedure, the maximum vacuum output during the procedure was 15 and a strange noise was heard from the system when the surgeon let his foot off the foot pedal. It was discovered that the balanced saline solution bottle was empty. The bottle was exchanged and the case was completed without further incident and no pt harm.